Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer tried to clear the alarm but the insulin pump continued to alarm button error. He was getting ready to reconnect the insulin pump to his body after being on a boat when the insulin pump alarmed. The customer was caught in a rain storm. Fluid was under the lcd display. The insulin pump had a small crack on the upper right corner of the display. His blood glucose level was 269 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit received with moisture damage noted on the electronics, motor, vibrator motor, or battery tube assembly. No button error alarm noted. Insulin pump received with intermittent button response due to corroded keypad trace. Unable to perform the displacement, rewind, basic occlusion, occlusion, prime/compromise force sensor system, and excessive no delivery test due to moisture damage on electronics assembly. Insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, and cracked battery tube threads.